Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left gonadal vein using ruby coils. During the procedure, the physician used a non-penumbra microcatheter to inject a mixture of lipiodol, gel foam, and sotradecol. The physician then successfully placed a ruby coil, and then injected more of the mixture. The physician then attempted to place another ruby coil, however the ruby coil became stuck within the microcatheter. The physician therefore attempted to retract and remove the ruby coil, however the ruby coil unintentionally detached within the microcatheter, and therefore the microcatheter was removed with the embolization coil inside. The procedure was completed using a new microcatheter and additional ruby coils. There was no report of an adverse effect to the patient.